Event description:
On (B)(6) 2012, it was reported that the patient had elevated blood glucose levels on (B)(6) 2012 at 11:30pm of 17.0 mmol/l (306 mg/dl) and she bloused 3.0 units of insulin. The following morning at 8:30am, her blood glucose level was 28.2 mmol/l (507.6 mg/dl) and she administered 12.0 units of insulin via injection. At 10:30am, her blood glucose level was 12 mmol/l (216 mg/dl). At 1:00pm, her blood glucose level was 7.9 mmol/l (142.2 mg/dl). At 6:00pm, her blood glucose level was 17.1 mmol/l (307.8 mg/dl) and she administered 3.0 units of insulin via bolus with the infusion device. At 8:30pm, her blood glucose level was 22.3 mmol/l (401.4 mg/dl) and she administered 10.0 units of insulin via injection. At 11:45pm, her blood glucose level was 11.7 mmol/l (210.6 mg/dl). The following morning at 4:00am, her blood glucose level was 3.8 mmol/l (68.4 mg/dl). The patient went back to sleep and at 9:30am, her blood glucose level was 3.1 mmol/l (55.8 mg/dl). The patient thinks the infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. Follow-up with the patient revealed that her blood glucose levels are back within her normal range now.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.